Event description:
It was reported that the hosp noted a hole in the zimmer blood reinfusion system and discarded it. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the MFR due to the hosp discarded it. A f/u medwatch will be submitted once the investigation is complete.